Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead failed to capture. The implant was completed with no further interventions on (B)(6) 2023.